Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump alarmed pump error during rewind due to corroded motor home switch. Corroded electronic assembly noted during visual inspection. The insulin pump was received with cracked case near belt clip rail corner and missing display window cover.

Event description:
It was reported via phone call that the insulin pump had a damaged display window and worn case. Customer's blood glucose was unknown at the time of the incident. Troubleshooting was not performed. The insulin pump will be returned for analysis.